Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008, that an endovive safety peg kit device was used during a peg placement procedure. According to the complainant, the safety scalpel was in the locked position. Reportedly, another scalpel was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be "unknown."